Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mobile power unit was confirmed via the submitted log file. The submitted log file contained data spanning approximately 6 days (26feb2021 ¿ 04mar2021 per the timestamp). The log file also captured no external power alarms active on (B)(6) 2021 at 20:16:50 and on due to the bus voltage in both power cables dropping below the minimum voltage threshold. This continued on with power cable disconnect alarms with no external power alarms active from 20:16:51 to 20:16:53 due to a brief disconnect from external power as the rsoc and bus voltage in both power cables dropped to 0 volts. The alarms resolved themselves when external power was restored to the mobile power unit. The mobile power unit, serial number (B)(6) was not returned for analysis. Multiple attempts were made to gather additional information about the reported event such as if the mobile power unit will be returning, if the mpu had a v-lock connector connected to the ac power cord, if it is known if the power cord came loose at the wall out let or the back of the unit, and if there were any environmental circumstances that would have affected the ac power at the time of the reported event (i.e loss of power to the house); however, no response was given. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 13dec2020. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files captured a low power hazard/no external power on (B)(6) 2021 and (B)(6) 2021 when the mobile power unit (mpu) power was interrupted.